Event description:
Reporter noted that the footswitch pedal remained in depressed position when foot was lifted. Nurse had to manually lift pedal during procedure. No clinical consequence, but felt this could cause injury if it recurs.